Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/25/2019. The field service engineer reported (fse) verified the failure of the green and orange light emitting diode (led) power switch overlay. The fse replaced the power switch overlay which corrected the identified failure. During the repair of the led a failure in recognizing the battery was found. Therefore, the fse replaced the data acquisition board to correct the issue. Then performed a periodic maintenance. The device had no malfunction, no other abnormalities have been found. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined.

Event description:
Field service engineer (fse) reported that the green and orange light emitting diode (led) was not functioning properly. There was no patient or user harm reported.